Manufacturer narrative:
Per (B)(4) initial report. The reporter confirmed that no additional information could be provided due to patient confidentiality. The relevant device manufacturing records were provided and the relevant device manufacturing records have been identfied and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the impingement could not be determined, therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further inevstiagtion. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not consititute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Trinity revision of ceramic liner, ceramic head and screws due to pain/ impingement. Please note: the trinity biolox delta ceramic liner subject to this report is not cleared for sale or distribution in the USA and this event occured outside of the USA. Trinity screws and biolox delta ceramic head were also revised, these devices are cleared for sale/ distribution in the USA.

Manufacturer narrative:
Per (B)(4) initial report: the reporter confirmed that no additional information could be provided due to patient confidentiality. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experience with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of ceramic liner, ceramic head and screws due to pain/ impingement please note: the trinity biolox delta ceramic liner subject to this report is not cleared for sale or distribution in the USA and this event occured outside of the USA. Trinity screws and biolox delta ceramic head were also revised, these devices are cleared for sale/ distribution in the USA.